Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 431mg/dl and treated with a pump. Troubleshooting found that the pump will not rewind. Customer declined high blood glucose troubleshooting. Customer was advised to monitor the pump. No further details given.